Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically bent. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully extended, and with the stylet stuck in lead and could not be removed. Visual inspection found distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, after multiple attempts at repositioning, the helix became stuck inside the lead body and would not extend. The lead was removed, attempts were made to exercise the helix, and it would not extend. A new rv lead was implanted. No patient complications have been reported as a result of this event.